Event description:
It was reported that smoke from the programmer was observed. The programmer was turned off, and a new programmer was used. No patient was involved.

Manufacturer narrative:
The reported field event of smoke and failure to start up were confirmed. The device was plugged into a working outlet and power on function was performed, but the device did not power on. Upon power supply disassembly it was observed that the capacitor was bulged and covered in residue. It was determined that the capacitor had been electrically stressed causing excessive internal pressure which resulted in the release of electrolyte vapor. No signs of additional burning or fire were found. The smoke was the vapor released by the electrolytic capacitor. The capacitor is no longer functional and causing the power supply to not power on.